Event description:
I treated with dr. CT for laser tattoo removal for a tattoo on my left shin. My first treatment was in 1999 ... To date, I still have a half-removed, tattoo. The reason being, is that my last laser treatment created an awful reaction. My skin became inflamed, deeply reddened/scarred, and severely itchy and keloided. One might argue that this is the normal reaction, however, I have not gone back for a treatment since 2000, and still am having constant inflammations, bleeding, darker scarring, to this day. My skin appears to have been half burned off. It is atrocious. I get a "flare-up" at least every other month, of which I cannot heal. It never stops. The scratching makes raised bumps in the exact shape of my tattoo. It has scared me from returning to finish the removal process. Yet, I have suffered through countless summers of no shorts, or dresses. This half removed bumpy disaster is ruining my life! I am more self conscious of the results of the half removal, than of the initial tattoo. I really felt it fair to mention, that I am not sold on tattoo laser surgery. I may be an exception of some sort, but I suffer daily. Though the best message would probably be don't get one in a visible place, if at all, removal is not always an easy option.